Event description:
Related manufacturer reference number 3006705815-2022-14094. It was reported that patient experienced headache after a permanent implant procedure. A blood patch was performed, and patient hospitalized. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported severe migraine headache the patient experienced was not confirmed. This issue cannot be confirmed with product testing alone. The lead was returned cut in two pieces as a consequence of the explant procedure. Both segments passed continuity testing on all channels. No physical or functional anomaly that existed prior to explant that would contribute to the issue was observed. The root cause of the issue could not be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.